Event description:
It was reported that during an unknown procedure, a black speck/debris was seen in the airway of the patient. The bronchovideoscope was inspected and there were no visible defects. It was unknown if the foreign body was from the device. Additional information has been requested but not available at this time. There were no reports of patient harm.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00088. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer that after initially seeing the black debris, it was not located again. The procedure and duration of anesthesia was extended looking for the black debris. There were no further reports of patient harm.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction. Corrected field: d4 - serial # - was inadvertently marked as (B)(6), instead of (B)(6).